Manufacturer narrative:
Additional information added to: the reported issue that a normal saline infusion had emptied in one hour unexpectedly could not be confirmed. No device or administration set was returned for investigation. Log review only. The initial programming of the primary infusion was not available within the received associated pcu event log. No date or time was provided; however the reported infusion rate of 70ml/h was found recorded on the date of (B)(6) 2019 at the time of 11:13pm. The log analysis did confirm an infusion had its rate changed from 125ml/h to 70ml/h and then terminated approximately 30 minutes later; however the cause for its early termination could not be ascertained from the log. The remaining vtbi was recorded at 882.531ml. The total volume infused for the reviewed time period was recorded at 34.4ml. The cause for the early termination of the infusion could not be ascertained from the log.

Event description:
It was reported that normal saline was infusing at a rate of 70 ml/hr., however; the bag was completely empty in one hr. The customer stated there was no harm to the patient.

Manufacturer narrative:
Although requested, patient demographics and device have not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that normal saline was infusing at a rate of 70 ml/hr., however; the bag was completely empty in one hr. The customer stated there was no harm to the patient.